Manufacturer narrative:
Investigation summary: the DHR was not reviewed because the product was manufactured in 2015 and expired in 2020. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary.

Event description:
It was reported that syringe 3ml ll w/ndl 18x1-1/2 rb was missing the expiration date. The following information was provided by the initial reporter: missing expiration date. Verbatim: pharmacy reported found opened boxes of product that appeared to be expired. After review of lot #s and item #s they are expired.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl 18x1-1/2 rb was missing the expiration date. The following information was provided by the initial reporter: missing expiration date. Verbatim: pharmacy reported found opened boxes of product that appeared to be expired. After review of lot #s and item #s they are expired.